Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, water was suction and flush out of the air/water channel. During manual cleaning, the customer used salvanios detergent and lta sd-2632 brush to brushes the operating channel, the suction pistons/cylinders, and the operating channel port. It was reported that olympus is the customer¿s maintenance company. Reported that the scope was not manually disinfected, and not sterilized. The customer stated that the automated endoscope reprocessor tests results was as follows: sample collection date: (B)(6), 2021 all channels tested positive for 2 colony forming units (cfus) of klebsiella pneumoniae species. Sample collection date: (B)(6), 2021 -all channels tested positive for 5 colony forming units (cfus) of sphingomonas species. Sample collection date: (B)(6), 2022 -operator + aspiration + auxiliary + air/water channels tested positive for 9 colony forming units (cfus) of unspecified micro-organisms and aureobasidium pullulans. The device was returned for investigation. Upon evaluation of the returned device, the following defects were found: distal end cap cracked, a-rubber gluing worm out and universal cord wrinkled. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope tested positive for two (2) colony forming unit of aureobasidium pullulans, five (5) colony forming unit of sphingomonas species and two (2) colony forming unit of klebsiella pneumoniae. Sampling was taken at reprocessing, before use on (B)(6), 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being submitted to provide correction to the initial report. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.